Event description:
A caller reported experiencing signal loss issues with the freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced hypoglycemia with unspecified symptoms, and reported requiring treatment of sweet drinks by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (3mh00333nyd) has been returned and investigated. Visual inspection was performed on the returned sensor, the sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor was activated with a retained reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported experiencing signal loss issues with the freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced hypoglycemia with unspecified symptoms, and reported requiring treatment of sweet drinks by a third-party. There was no report of death or permanent injury associated with this event.